Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples were taken at random and each used to draw eight bd vacutainer tubes with horse blood. The blood was drawn from an elevated reservoir to simulate venous pressure. In none of the 10 cases did leakage occur, and all the np sleeves remained intact throughout. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needles there was poor sleeve function. This event occurred 13 times. The following information was provided by the initial reporter. The customer stated: "blood is leaking from the rear end of the needle, it looks like the rubber cover does not retract between the tube change."